Event description:
The customer reported the system intermittently would not perform fluoroscopy on boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller pcbs were reseated. The system was tested and found to be working as intended and returned to service.